Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he received a no delivery alarm while attempting to bolus with his insulin pump. Customer's blood glucose level at the time of the incident was 184 mg/dl. Customer was unable to troubleshoot during the time of the call. Customer reported that the alarm was resolved by an infusion set change. The product is expected to be returned.